Event description:
(B)(6). Same patient as MDR ID#: 2134265-2012-03990. It was reported that following a coronary artery stenting treatment procedure, stenosis was found at the distal edge of a previously placed stent which might be caused by dilation balloon injury. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. The bifurcated denovo lesion was calcified and located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with pre-dilation and placement of a 3.50x12mm ion coa stent. The stent was deployed in such a way that a little bit of the stent extended into the left main coronary artery. Then an apex balloon catheter was used for post-dilation at 14 atm for 15 seconds. It was removed intact with 0% residual stenosis. The procedure was completed successfully with no patient complications. The patient was discharged on aspirin and clopidogrel in stable condition. In (B)(6) 2012, the coronary angiography performed revealed "75% stenosis at the distal edge of the stent in the prox lad likely reflective of balloon injury" during post-dilation in the index procedure. This was treated with balloon angioplasty and placement of a 4.00x8mm ion drug eluting stent, with 0% residual stenosis following post-dilation. The event was considered as resolved without residual effects. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).